Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that during a post implant check, the right atrial lead had low impedance, was undersensing, and the polarity had changed. The physician re-opened the patient and noticed that the lead had an insulation breach which the physician thought could have happened during sheath removal. The lead was explanted and another lead was implanted. No patient complications have been reported as a result of this event.